Event description:
The patient has two leads from the same lot number. It was reported the patient's leads had migrated and the patient was receiving unwanted stimulation. Follow-up information identified the patient's ipg and leads were explanted and replaced. The patient was receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.